Event description:
It was reported that the patient presented for a right ventricular (rv) lead revision due to extracardiac stimulation led to discomfort. Besides the right atrial (ra) lead exhibited noise and high capture threshold. The ra and rv lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was extra cardiac stimulation. As received, a portion of the lead was returned in two pieces for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found internal shorts between conductors due to the damaged lead as received.